Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of one clearlink system y-type blood/soln set std blood filter in which a leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4).follow up with the customer was conducted and it was determined that the sample was no longer available. The customer stated that the leaks came from the tubing, rather than the connection as previously reported. The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.